Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), pregnancy with contraceptive device ('pregnancy with essure') and abortion spontaneous ('pregnancy (miscarriage)') in a 32-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device late 2007, gave birth in (B)(6) 2008 in 2007. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery d&c and essure removal done at (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: retainer signed before 01-feb-2020 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), pregnancy with contraceptive device ('pregnancy with essure') and abortion spontaneous ('pregnancy (miscarriage)') in a (B)(6)old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (late 2007, gave birth in (B)(6)) in 2007. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d&c). At the time of the report, the medical device removal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: retainer signed before (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-apr-2020: information received via social media: removal done. Case become incident. Retainer signed before (B)(6) 2020 was yes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.